Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's system controllers produced driveline fault alarms. Three separate system controllers in total triggered the driveline fault alarms. X-ray images of the driveline did not show any obvious areas of concern. The patient was asymptomatic. On (B)(6) 2015, the manufacturer's technical services performed a continuity test. A percutaneous lead (driveline) repair was performed and it was noted that the brown wire had broken off at the crimp of a previous repair. No additional information was reported.

Manufacturer narrative:
The reported driveline fault alarms were confirmed based on the evaluation of the returned portion of the percutaneous lead (perc lead). Approximately 24 inches of the replaced portion of the lead was returned for evaluation. Electrical continuity testing of the returned portion of the perc lead revealed that the brown wire was open. The gray shrink tubing, copper tube, and copper wrap at the previous perc lead repair site were carefully removed which revealed that the brown wire had completely fractured at the previous repair site. Upon manipulation of the lead, the red wire also fractured at the previous repair site, indicating that a majority of the inner conductors were fractured. Examination of pervious perc lead repair revealed that the wire fractures were due to compromised crimps. The returned system controllers passed functional testing per procedure and were able to operate a test loop for an extended period of time without any issues, functioning as designed during the investigation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 8 months. A portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.